Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).

Event description:
It was reported that the silent nite snore guard with glidewell hinge "has broken several times in the last year and a half- I have had to send it back for repairs or be remade 5 to 6 times at this point." The dentist reports the patient has preexisting history of bruxism and temporomandibular joint disorders; however, the patient has not experienced any pain or soreness. The patient did not experience any injury nor report of adverse event. The patient "has had snore device for almost a decade," the "hinge broke/ fitting issue 5 times." The appliance was replaced. There is no further information available as the dentist reports "I don't have all the information available." "That is all the information I have." The patient's oral hygiene is reported as excellent.

Manufacturer narrative:
The device was not returned for evaluation. If any relevant information is received, a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4). This complaint and related MDR numbers for same patient: 3011649314-2024-00738, 3011649314-2025-00044, 3011649314-2025-00046, 3011649314-2025-00047, 3011649314-2025-00049, and 3011649314-2025-00050.

Manufacturer narrative:
The customer reported no further information is available and there is no device returning for analysis. The root cause of the event can not be identified. The device is fabricated per physician's prescription (rx) and it is unknown if any modifications were performed on the device by the provider or the patient. Precautions are mentioned in the instructions for use (IFU-012556_5) that state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]". No further information is to be expected; however, if additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: the probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. Manufacturer reference: (B)(4).